Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump was not responding during the prime/rewind process. Customer does not recall any significant events leading up to the event. Blood glucose level was 326 mg/dl at the time of the call. No further information was provided.